Manufacturer narrative:
The reported event of damaged suture sleeve was confirmed but the reported ¿faulty sleeve¿ was not confirmed. As received, a complete lead with stylet guide and a stylet partially inserted was returned in one piece. Visual examination found the lead insulation and the suture sleeve were damaged and the outer coil was compressed consistent with damage due to over tightened suture. Dimensional analysis was performed measuring the inner and outer diameters of the suture sleeve and results were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of damaged suture sleeve was due to overtightened suture tie.

Event description:
It was reported that the suture sleeve was damaged during the implant of the right ventricular (rv) lead. The physician alleged the suture sleeve was faulty. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.